Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple pump reboots. Some pump reboots followed cs 054 and 052 call service alarms. During a visual inspection of the pump, no damage was found to the battery compartment. A battery cap was not returned with the pump. A test cap was used to complete investigation. During testing, the pump powered on properly with no alarms. The pump was exercised for 24 hours with no duplicated alarms or power loss. The pump case was removed and no damage was found to the power circuit. Unrelated to the complaint, the display screen appeared dim with discolored text.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. The battery was changed, however the power issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.